Event description:
It was reported that the device was explanted because it is not integrateable anymore.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ipg was subjected to an electrical analysis, revealing that the device could not be interrogated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing was available with backup mode parameters and the pulses proved to be normal and in amplitude and frequency. Further, the device was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed a normal heat dissipation. In a next step, the battery was opened for destructive analysis. Inspection of the inner assembly revealed evidence of an internal short circuit, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation.